Event description:
A 5 detect covid 19 test false negatives over 3 day, symptomatic confirmed positive (7 positive antigen, 1 positive pcr) confirmed correct use of test and app with rn present. Failure delayed treatment with paxlovid. Reported by phone and email. Company rep refused to provide verifiable reporting to FDA or written copy of complaint. Retained some actual failed test and some other photos. Model number: unk; catalog number: unk; lot number: unk; serial number: unk; UDI number: unk. FDA safety report ID # (B)(4).